Event description:
It was reported that intermittent rv undersensing on the ventricular sense channel was observed.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).